Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to no sound (no audio) from the device. A device history record review revealed no issues that could have caused or contributed to the event. Evaluation observed that the speaker was loose. The rear case was replaced to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, it was found to have no sound (no audio). No additional information is available.